Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer error". The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. Found transducer pt800 to have recorded faults in the events log, pt800 successfully calibrated not having effect on exhaled tidal volume after calibration. Solenoid failure. This issue will be internally investigated within vyaire.